Event description:
(B)(4). I had essure put in back in 2004, started side effects in 2005 but was told it wasn't related to essure. All stated as bad headaches longer periods and back pains. Through the years it has gotten worse. I now have daily severe back, pelvic and abdominal pains, severe bloating which adds to pain. Loose teeth almost all are very loose. Hair falling out. Joint pains, bodyaches, 9-15 day periods that are very heavy more than half the days, very low energy level everyday, I have heard very similar story's from thousands of women and every time one person has a doctor that believes the side effects are related to essure and they get a hysterectomy to get them taken out all side effect are gone and they feel 100% better. This essure procedure needs to be off the market and we need them out of us. I am in the middle of test after test now to get mine out!!